Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two (2) osseotite® certain® 2 implant 3.25 x 11.5mm (xifosm311) & one (1) osseotite® certain® 2 implant 4 x 11.5mm (xifoss411) were returned for investigation. Visual evaluation of the as returned products identified no apparent malfunction with the implants, besides the cover screw not being able to be disengaged. There are heavy scratches on the cover screw head. Signs of use on the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot numbers (2018011764 & 2018040215). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2018011764 & 2018040215) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email address was not provided.

Event description:
It was reported that the implant at tooth sites 14 was removed due to pain. Symptoms as a result of the event: sensitivity.